Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set that led to this alarm. Renal therapy services (rts) assisted in ending the therapy and advised the patient that they can start over using new supplies or use manual supplies to complete their therapy. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.